Event description:
Physician reports rupture. The device has been explanted and replaced. This record relates to the left side.

Manufacturer narrative:
(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation visual analysis of the returned device identified: underweight, broken shell, and wear abrasion. A microscopic analysis was performed which identified: sharp broken on posterior. A dimension measurement in the shell was performed which identify the thickness within specification based on the device analysis the final assessment is: - sharp broken on posterior assessed as unidentified (tear) opening.

Event description:
Physician reports rupture. The device has been explanted and replaced. This record relates to the left side.